Manufacturer narrative:
Per tandem¿s t:slim x2 user guide: ¿check the luer-lock connection between your cartridge tubing and infusion set tubing daily to ensure it is tight and secure¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the luer lock connection became unscrewed. The customer's blood glucose (bg) level was 400 mg/dl and the bg level was addressed with a manual injection. Reportedly, the cartridge and infusion set were changed to address the event. Tandem's technical support educated the contact on how to tightly connect the luer lock connection.